Event description:
The following report was received from the affiliate: during a tae procedure, the coil didn't fit into the lesion, so the physician tried to withdraw the coil. However, he couldn't slide the zipper. Eventually, he withdrew the whole system. There were no patient complications.

Manufacturer narrative:
The target lesion was the internal carotid artery. There was no information regarding calcification and vessel tortuosity. An type and size unk. There are no details as to how the procedure was completed. The second dcs coil involved in this procedure did not purge the air during prep and was not clinically used. The available information does not identify any patient or procedural factors contributing to the report of the inability to re-zip the dcs system retrieval. The product was not returned for analysis. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: because there was no report of difficulty sliding the zipper during the unzipping process, it appears that handling and procedural factors may have caused the re-zipping difficulty occurred during the procedure.